Manufacturer narrative:
Preliminary analysis showed that the printing issue could not be reproduced. Additional files are requested to identify its root cause. The episode dated (B)(6) 2017 showing noise on both channels was most probably linked to the electrical stimulation therapy on neck muscles. The review of provided patient files revealed episodes showing non-physiological signals on both channels; both leads issues or leads-pacemaker connection issues are suspected.

Event description:
Reportedly, during a scheduled follow-up, a v burst episode dated (B)(6) 2017 was observed in the device memory, showing noise oversensing. The patient had a CT scan on this day and underwent electrical stimulation therapy on neck muscles in the same period (but no MRI). On the printouts, this single v burst episode reportedly appears three times with different times and durations.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled follow-up, a v burst episode dated (B)(6) 2017 was observed in the device memory, showing noise oversensing. The patient had a CT scan on this day and underwent electrical stimulation therapy on neck muscles in the same period (but no MRI). On the printouts, this single v burst episode reportedly appears three times with different times and durations.

Event description:
Reportedly, during a scheduled follow-up, a v burst episode dated (B)(6) 2017 was observed in the device memory, showing noise oversensing. The patient had a CT scan on this day and underwent electrical stimulation therapy on neck muscles in the same period (but no MRI). On the printouts, this single v burst episode reportedly appears three times with different times and durations.